Event description:
As reported for this event by the customer, the device broke and the pin came out. The cable was not being used at the time. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer stated he needed a part number for a longer cable and was provided part number hdvc-50-1 for the 50' sdi cable and then transferred to customer service to place the order. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to handling by the user might have contributed to the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the sdi cable (maj-1912) cable broke and the pin came out. The cable was not being used at the time. There is no patient involvement and no harm reported to any patient.